Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the pump powered on to a dim and discolored display. Unrelated to this issue, evaluation revealed the u-groove was damaged with a piece of the case missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment cracked and the pump had a dim/discolored display. This report is made based on results of investigation completed on 06/20/2016.